Manufacturer narrative:
Customer did not provide any inratio or lab inr results, prothrombin time values given for each test. Unable to convert laboratory pt values to inr readings since customer did not provide thromboplastin isi for reagent used in laboratory reference method. As such, the test results provided are not comparable; unable to determine accuracy confidence limits. No further analysis is possible. No product associated with the complaint is expected for return. In-house testing on reported lot #234590 completed 03-feb-2011. Results as follows: inratio: 2.9, 2.9, 3.1, reference: 2.70, bias threshold: 1.70 - 3.70. The minimum two out of three replicates for this donor are within the acceptable bias for accuracy. Inratio: 3.3, 3.5, 3.1, reference: 2.96, bias threshold: 1.96 - 3.96. The minimum two out of three replicates for this donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation required. Conclusion: because each inr test system has different isi (international sensitivity index), comparing two pt's from two systems would not be valid. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: pt 1: inratio=10.6; lab=12.9. Pt 2: inratio=10.0; lab=12.4. Customer tested herself and another hosp employee using the inratio meter. Both patients are not on coumadin. Inratio and lab tests were run at the same time, each pt was tested a week apart. Measurements in pt, not inr.